Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 06/20/2017 with the following findings: review of the pump¿s black box revealed related alarms. The pump alarmed for a call service 069 alarm when powered on. A flash chip failure was detected. A battery compartment crack was observed.